Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an infection and fast paced beats. The right ventricular (rv) lead was reported to be undersensing. The entire implantable pulse generator (ipg) system was scheduled for extraction. No further patient complications have been reported as a result of this event.